Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to shortness of breath. The hospital staff felt that the customer was not getting the proper amount of insulin through the insulin pump, and wanted to have it tested. Troubleshooting was performed, and the insulin pump passed the self test. Found only low reservoir alarms in the alarm history. The customer did not have supplies with her to continue with the troubleshooting. Nothing further was reported.